Manufacturer narrative:
Device evaluation: the device was returned to apollo, and a visual inspection was performed. The balloon was observed to be blue in color. The balloon radius was observed to be brown in color. A fill tube test was performed and no blockage or resistance to flow was noted. A valve test was performed and no blockage or resistance to flow was noted. An air leak test was performed and leakage was observed from three different locations near the radius of the balloon. Under microscopic analysis three striated openings were observed consistent with the surgical removal of the device.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, and to indicate placement/removal physician information. To date, neither the device nor any further information has been received by apollo. Device labeling addresses the reported event of deflation as follows: warnings and precautions: the risk of balloon deflation and intestinal obstruction (and therefore possible death related to intestinal obstruction) is significantly higher when balloons are left in place longer than 6 months or used at larger volumes (greater than 700 cc). Deflated devices should be removed promptly. The physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: balloon deflation and subsequent replacement.

Event description:
Reported from a user facility to the apollo sales representative: a patient with the orbera intragastric balloon had a: "deflated faulty product." The balloon was removed.